Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. Field service engineer (fse) was able to confirm the customer's complaint. The fse replaced the flow sensor to address the findings. Full performance maintenance was performed on the device and all specifications were within range a gas delivery system (gds) was return for analysis. An investigation was performed and the root cause was initially, air flow sensor was noted to be out of specification with a 0 offset at -2.1slpm. During testing, the offset recovered to a value of +0.2slpm without repair or modification. Subsequent testing performed on the now passing airflow sensor revealed that the returned gds is now passing all air flow, oxygen flow, and oxygen accuracy testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement.